Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.